Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs, and performed pre-fill testing. The reservoirs failed per inspection. Found the reservoir transfer guard needle occluded. Transfer guards performed pre-fill reservoir test, and no occlusion anomaly was noted during filling.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via that the customer had issues with two of their reservoirs. The customer states that both reservoirs were leaking. The customer's blood glucose level at the time of incident was unknown. The customer states the leaks occurring during the filling process. The customer is being sent replacement reservoirs and returning original reservoirs.